Event description:
Event: pt death. Case details: the physician chose to access the vessel through a retroperitoneal conduit due to the pt's calcific vasculature. The graft was implanted successfully. It was reported that immediately post-implant the graft limbs embolized bilaterally. It was reported that the pt was placed on life support, and expired two days later. No additional info was provided.